Manufacturer narrative:
.

Event description:
The hcp reported, the patient experienced itching and irritation at the injection site. The patient receives baclofen via an intrathecal drug delivery pump. The dose and concentration of the drug were unknown. An x-ray was taken which revealed a kink in the catheter. The manufacturer's device registration system indicates two active catheters. It was not possible to tell which device was associated with the event at the time of this report. Add'l info has been requested but was not available on te date of this report. See MFR report#6000030200704010.